Manufacturer narrative:
H3: pending investigation. D10: 6813673 300-30-06 - equinoxe preserve stem 6mm , a483954 320-06-42 - glenosphere 42mm , a477015 320-10-00 - equinoxe reverse tray adapter plate tray +0 , a132747 320-15-03 - rs glenoid plate l post aug, 8 deg, left a425238 320-15-05 - eq rev locking screw , a415651 320-20-00 - eq reverse torque defining screw kit a061650 320-20-34 - eq rev compress, screw lck cap kit, 4.5 x 34mm , s390821 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm , s373879 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm , s419807 320-42-00 - 145-deg pe 42mm hum liner +0 , a240742 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack a366414 531-55-88 - ergo gps, 3.2mm drill kit sterile , a366156 531-78-20 - shouldr gps hex pins kit , 11000222105 a10012 - gps implant kit v2.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2023 . Over time the patient became infected and was washed out and revised on (B)(6) 2023 . There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: a review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: the following sections were corrected: d1, d2a, d2b, remove information from d4: catalog number, expiration date, serial number, and UDI#, d7a, remove information from g4: 510(k), remove information from h4: device manufacture date, h6 clinical code and component code.